Manufacturer narrative:
All of the buttons functioned properly. No damage noted in the keypad assembly. No unlocked lcd keypad connector during visual inspection. The device had cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched case, cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. The buttons on his insulin were not always responding. The customer's blood glucose level was 200 mg/dl. The bolus wizard and act buttons were not responding correctly. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.